Event description:
Middle aged female with acute onset of chest pain. Procedure: emergent cardiac catheterization with percutaneous coronary intervention. End of stent broken, shaft end. Not used on patient. Manufacturer response for coronary drug-eluting stent, synergy xd (per site reporter) will obtain.